Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the post cerebral angiogram. 5fr. Sheath. Femoral arteriogram revealed cfa puncture above bifurcation and below inferior epigastric artery. The following information was provided by the user facility: artery was greater than 4 mm in diameter and was free of disease. 6 fr. Angiogram-seal evolution was used to close the arteriotomy. Collagen deployed superficially. Gear mechanism did not sufficiently tamp collagen; manual tamping was required to push collagen below level of skin. Angio-seal was successful, but did not work as advertised. It was reported that the patient condition was stable and no harm occurred. It was reported that the procedure outcome was successful. There were no other devices or equipment used with the reported product. Additional information was received on august 4, 2017. There was no reported blood loss. Hemostasis was achieved, the physician had to manually tamp the collagen. The gear mechanism just did not seem to put enough pressure on the collagen and left it superficial.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. With no device return the exact cause of the reported event cannot be definitively determined.